Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the result was 5.1 inr. This test was not repeated and the customer's warfarin dose was not adjusted. On (B)(6) 2017, the result was 7.7 inr. The customer's caregiver did not believe the result and within five minutes, the customer was retested with a new finger and the result was 4.6 inr. A laboratory test drawn the next day had a result of "2 something inr." The customer's doctor did not adjust the warfarin based on any of the results. On (B)(6) 2017, the result with the meter was 1.5 inr. The customer's caregiver did not believe the result and within five minutes, the customer was retested with a new finger and the result was 2.2 inr. The customer's warfarin was not adjusted. The customer was not adversely affected. The customer's current condition is "feeling good for a (B)(6) man." The therapeutic range is 1.9 - 3.1 inr. The customer had no hematocrit issues, no antiphospholipid antibodies, and was not on any heparin or direct thrombin inhibitors. He had no change in diet, exercise, or medicine. The customer returned the meter for investigation. The customer also returned an empty vial of strips. No strips were provided for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.2 inr and 2.2 inr. Donor hct: 33% and 40%. Donor 1: master lot / customer strip and meter 3.2 inr/ 3.0 inr. Donor 2: master lot / customer strip and meter 2.2 inr / 2.2 inr. All inr results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. Retention material performed as specified.